Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with a spectrum iq pump, "levophed was hanging through a pump that was turned off¿. It was further reported the patient went into "afib" (atrial fibrillation). The reported stated the levophed was found to be free flowing through the line. The line was immediately clamped. The patient experienced hypertension and was subsequently treated with versed and dilaudid for the event. According to the reporter the patient experienced desaturations so the vent was increased to ¿apvcmv 18/400/100%/8 to compensate¿. Twenty minutes later, the oxygen ¿sats¿ returned to baseline and the vent was ¿weaned back¿ to 70%. The patient¿s blood pressure was measured at 68/47, so levophed was started for support. The levophed was set at 7mcg/min to maintain the "map and sbp >90."

Manufacturer narrative:
The device was received for evaluation. There were no visual abnormalities observed during inspection that could cause or contribute to the reported problem. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and was found to deliver within specification. When the pump door is closed, valves in the pumping channel prevent flow of fluid. If the valves were not functioning properly, it would be expected that the pump would over-infuse during testing. Therefore, it can be concluded that the pumping mechanism was functioning as intended. The user facility reported a date and time of the infusion and also reported that the pump was off at the time of the event. The history log revealed that the pump was off, but without a set loaded at the reported event time. Four minutes later in the log, the user loaded a set, however it is unknown what the set contained. The user powered off the pump until 22 minutes later, when a set was unloaded and reloaded, an infusion of norepinephrine was started. The history log cannot be used to confirm pump and IV set up or the condition or identity of the intravenous (IV) set. It is unknown if the line was clamped when the door was opened. Per the spectrum iq operator's manual, "to prevent free flow, always ensure all clamps are closed before opening the door and unloading the IV set from the pump." A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.